Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-34; product lot/serial number unknown; product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had an annulus of about 87mm, with a suspected non-coronary cusp-left coronary cusp (ncc-lcc) raphe bicuspid native valve, and a high calcium score of 3800. During fluoroscopic loading check, an overlap to node 3 was seen. There was no calcification present in the left ventricular outflow tract (lvot), but the 24mm inoue balloon was adjusted to 22mm, as the minimum annular diameter was 22.5mm, and a pre-dilation was performed. During the first deployment, hemodynamics were stable, but when the valve was expanded to 80%, infolding-like findings were observed in the cusp overlap view, and clear infolding was confirmed in the left anterior oblique (lao) view. The valve was recaptured and replaced. The second valve had almost no overlap during loading check, and was successfully placed without infolding. No adverse patient effects were reported.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had an annulus of about 87mm, with a suspected non-coronary cusp-left coronary cusp (ncc-lcc) raphe bicuspid native valve, and a high calcium score of 3800. During fluoroscopic loading check, an overlap to node 3 was seen. There was no calcification present in the left ventricular outflow tract (lvot), but the 24mm inoue balloon was adjusted to 22mm, as the minimum annular diameter was 22.5mm, and a pre-dilation was performed. During the first deployment, hemodynamics were stable, but when the valve was expanded to 80%, infolding-like findings were observed in the cusp overlap view, and clear infolding was confirmed in the left anterior oblique (lao) view. The valve was recaptured and replaced. The second valve had almost no overlap during loading check, and was successfully placed without infolding. No adverse patient effects were reported. Additional information was received that a procedural delay occurred as a result of the infold.

Manufacturer narrative:
Updated data: b5. Second paragraph added additional codes added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.